Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead began to exhibit rising thresholds, and low and decreasing impedances. The physician determined the lead may have been accidentally cut while cutting sutures. The lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.